Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports a sudden decrease in hearing performance with the device. Imaging is recommended and reimplantation is considered.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: based on the received information, the recipient has limited benefit from the device. A full insertion was achieved during implantation and proper insertion of the active electrode array was confirmed by imaging. Nevertheless in situ measurements show that the four most basal channels were disabled due to high impedance / no benefit from these channels for undetermined reasons. While for channels 9 and 10 a damage of the active electrode cannot be entirely excluded as reason for the increased impedance, the two most basal channels appear technically intact. All remaining channels show normal impedances. Reportedly the recipient is not using the device regularly which might be a contributory factor for the decreased benefit. However, to determine an exact root cause, a device investigation of the explanted device is necessary. Despite the fact that the recipient will not be using the ci, there are currently no plans for explantation.

Event description:
The recipient initially reported a sudden decrease in hearing performance with the device. As per additional information the recipient never reported good clarity or benefit with the device and did not use the external processor regularly despite advice. The recipient will not be using the cochlear implant. Currently no further steps have been planned.